Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. Device was programmed with a test guardian link transmitter and a 240 mg/dl glucose sensor simulator. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level of customer was 410 mg/dl. Customer already delivered correction bolus. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer declined to troubleshooting for high blood glucose. It was unknown whether the auto mode was active or not. No further details given. Insulin pump will not be returned for analysis.